Event description:
It was reported to medtronic minimed that the customer experienced pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving a pump error 38. The customer was able to clear the error but was unable to complete the rewind process. The troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 38 alarms were noted during testing. Successfully downloaded history files and traces using thump. Several pump error 38 alarms were found in the history files on (B)(6) 2024 from 15:56:25.00 to 16:29:17.00 due to a corroded home switch and moisture damage on the motor. The pump was cut open to perform visual inspection and found a corroded home switch and moisture damage on the pcba 1, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, pump error 38 confirmed in the history files due to a corroded home switch and moisture damage on the motor. Pump passed the full drive test. Exposed to moisture confirmed on the pcba 1, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.